Event description:
It was reported the patient presented to the hospital as the patient ¿did not feel well¿. It was further reported that the patient had an arrhythmia, which was identified as ventricular tachycardia (vt) and ventricular fibrillation (vf), and died approximately four months post implantable cardioverter defibrillator (ICD) replacement. The device has not been returned to the manufacturer. An autopsy is pending.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. A 419388 implantable pacing lead, implanted: (B)(6) 2002. A 5076-65 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular oversensing due to non-physiologic signals/sic (sensing integrity counter) occurred between 2013 (B)(4) and 2013 (B)(4).